Event description:
It was reported that multiple intermittent occlusion and altitude alarms occurred. Pump supplies were changed to address the alarms. While removing the pump from the belt loop the cartridge dislodged from the pump. Customer successfully reloaded the cartridge. Customer's blood glucose (bg) was 300-500 mg/dl. Correction boluses, insulin injections were administered to address bg. Customer also did not consume food. Customer reverted to using insulin pens for insulin therapy.